Event description:
Malfunctiion of disposable stapling device. Pt was undergoing a laparoscopic assisted vaginal hysterectomy. On first 2 manuevers, the device functioned normally. On the 3rd maneuver, the device failed. The row of staples still encased in its plastic sheath fell off into the abdominal cavity. A small metal piece approximately 0.5 cm x 1 cm which was at the endostapler hinge site also fell off. The other problem was that the staple device could not be shut down. Had to remove it with the jaws open through the abdominal wall along with thetrocar. It was decided to proceed with an abdominal hysterectomy. During the subsequent abdominal procedure, both the plastic cartridge holding the staples and the small metal portion of the endostapler were located and removed. There are no foreign bodies remaining in the pt's abdomen.